Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was use related as the issue resolved by pausing anticoagulation and resuturing.

Event description:
An impella cp device was inserted into the right femoral artery in a 68-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs) and in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), a moderate sized hematoma was noted by the physician. Coagulation labs were noted to be supratherapeutic. The systemic heparin was stopped, and protamine was given for reversal. Manual pressure was applied to the hematoma by the physician, and re-sutured. No further bleeding or hematoma noted. Systemic heparin was resumed in the morning. The impella functioned at p-2 at 2.2l/min without issues. One week after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. Access site bleeding/hematoma is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B3: corrected the date of event.